Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) due to fluid loss and inability to inflate the device. The existing device was explanted and a new ipp was implanted. No patient complications were reported.